Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon attempted to insert a 13.2mm vicmo13.2 implantable collamer lens, -07.50 diopter, and the lens was damaged while injecting into the patient's right eye (od). The lens was not implanted. The lens was not exchanged for another lens.

Manufacturer narrative:
Lens tear happened before, not while, injection into the eye. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the optic torn/split, haptic torn/broken, and spots on lens surface. (B)(4).

Event description:
The reporter indicated the surgeon attempted to insert a 13.2 mm vicmo13.2 implantable collamer lens, -7.50 diopter, and the lens was damaged before injecting into the patient's right eye (od). The lens was not implanted. The lens was not exchanged for another lens.